Event description:
It was reported that the lead was capped due to apparent fracture, no pacing and noise. No patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff suffered physical and other injury related to the recalled lead including inappropriate shock, fracture, or other injury requiring medical intervention. The attorney also alleges severe emotional stress, and mental anguish. No further patient complications were reported as a result of this event.